Event description:
It was reported that a procedure was performed in the proximal lad lesion. A bhw guide wire passed the lesion. Mild calcification was visible and hence predilatation was decided. After two inflations with a balloon catheter the lesion cracked. A vision stent was inserted and reached the lesion but did not cross. There was strong manipulation to get the device into the stenosis because a proximal implantation would have covered a side branch. The guiding catheter lost its seat. The physician removed the vision stent out of the vessel into the guiding catheter, but the stent got lost in aorta. No stent or stent particles were left in the coronary artery. There were patient side effects.